Event description:
It was reported by the patient's attorney through a legal claim that allegedly on (B)(6) 2016 the patient underwent a left total knee arthroplasty with simplex hv bone cement. It is further alleged that on (B)(6) 2019 the patient underwent revision surgery due to tibial loosening and subsidence. No additional information have been provided.